Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report: 1627487-2017-08259, 1627487-2017-08260 and 1627487-2017-08261. It was reported the patient had her scs systems removed at an unknown date. Reportedly, the patient was not satisfied with the scs system's stimulation therapy despite multiple programming attempts. In addition, the patient stated she was not using the device anymore.